Manufacturer narrative:
This report 9615742-2017-05430 was sent in error as a duplicate for MFR report number: 9615742-2017-06132, any additional information received in the future will be captured and submitted under the report number 9615742-2017-06132. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence and adhesions. Post-operative patient treatment includes revision surgery to implant additional mesh and for lysis of adhesions. Procedure records noted that the revision surgery was complex due to obesity and loss of abdominal domain.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device product was used for therapeutic incisional treatment of a ventral hernia. The patient experienced removal of mesh, drainage of abscesses, revision, mesh erosion, and adhesions. The procedure performed was lysis of adhesions, small bowel resection, exploratory laparotomy, copious irrigation and debridement of skin of abdominal wall, closure of abdominal fascia reduction of hernia, lysis of extensive intraabdominal adhesions, implantation of mesh, bilateral myocutaneous muscle flaps. Past surgical history: two separate ventral hernia repairs, last repair was in 2005 with significant wound healing problems.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was recurrent incarcerated ventral incisional hernia. ­­­­­­­­­the procedure performed was lysis of adhesions, reduction of hernia and repair of recurrent incarcerated ventral hernia. The patient has had a surgical revision, recurrence and chronic pain. Past surgical history: two separate ventral hernia repairs, last repair was in 2005 with significant wound healing problems.